Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 7 atmospheres. (The number of inflations performed with this product is unknown.) The patient was asymptomatic with this event. The types and sizes of intrdocer sheath, guidewire, guide catheter and inflation device used in this case are unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.